Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Attempts have been made to have the device returned for eval. Although several attempts have been made, a medwatch 3500a has not been rec'd. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00044, 00045, 00046.

Event description:
Allegedly, femoral neck is broken. No trauma.